Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device was leaking and over heating. Device evaluation confirmed that the distal tip was broken.

Manufacturer narrative:
This scope was not received for evaluation at stryker endoscopy. This scope was received at henke for evaluation. The reported failure were leaking was confirmed, overheating] was [not] confirmed. Visual inspection scope was evaluated by eye and with eye loupe to determine the scope has piece of distal tip missing, fiber damage, dent on outer tube needle. Functional inspection: the distal tip fiber damage is severe enough to allow moisture into the scope when sterilized. Based on previous complaints, a possible root cause for this failure is: damaged distal tip, fiber, outer tube needle damage occurred during use / handing by the customer. The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device was leaking and over heating. Device evaluation confirmed that the distal tip was broken.